Manufacturer narrative:
Manufacturer's investigation conclusion: low-speed events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events could not be determined through this evaluation. The account submitted a log file for review. The submitted system controller log file contained approximately 15 days, 21 hours, 11 minutes of data, beginning at time stamp 945 days, 3 hours, and 30 minutes. The fixed speed was set to 8000 rpm; power typically ranged from 2.2-8.2 watts; flow ranged from 3.3-4.7 lpm and the average pi ranged from 3.6-6.6. On 949 days, 10 hours, and 6 minutes, a low-speed event was captured. The remainder of the log file showed the pump appeared to be functioning as intended. The account communicated that the patient was admitted for precaution, but no additional low-speed operations occurred. According to the account, the clinical team tried maneuvering the driveline, but no alarms occurred, and the patient was back in normal care. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . Heartmate ii lvas IFU, rev. C, is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site did not follow through with x-rays as no further alarms were observed. The clinical team tried maneuvering the driveline but no alarms occurred. Patient was back on normal care. No further information was provided.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went in for a routine visit. History on the system monitor revealed low speed operations were recorded twice on (B)(6) 2021. Log file also contained low speed advisory and a low speed hazard alarm approximately 12 days prior to the log file retrieval. The patient was connected to the power module at the time of the event. The patient was asymptomatic. Facility staff suspected driveline fatigue. The patient was connected to the power module at the time of the event. The driveline damage has not been confirmed yet, and no components were replaced. The patient was admitted for precaution. The clinical team planned to do x-rays, maneuvering the driveline, and log file check to see if the patient can be discharged. Additional information was requested but not provided.